Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that 7 batteries could not be recognized in the monitors. There was no patient involvement.